Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The manufacturing record review was performed. All process operations were in compliance with manufacturing procedure specifications. No deviation or non-conformance was found related to the complaint type reported. A review of the raw material/manufacturing procedures in the change control system was done during the period when this production order was manufactured and does not show any change that could be related with the complaint type reported. The documentation shows that the production order was manufactured according to specifications. The product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
We received a report that after implanting a tecnis zcb0000225 the surgeon observed a white filamentous foreign body on the lens through a microscope. He added ocular viscodispersive (ovd) product to remove the foreign body. In follow up it was learned that the surgeon also injected antibiotics into the anterior chamber. After the procedure, the patient was stable.